Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
On (B)(6) 2010, our quality department received the follow-up report info about an event which re-occurred during the pt study (B)(6) 2007 with the product (B)(4). Surgeon of the orthopedic surgery department of the hospital, reported via (B)(4), that a (B)(6) male pt with a total knee endoprosthesis implant underwent a revision surgery on (B)(6) 2010, due to a re-occurred rupture of the quadriceps-tendon of the left leg which was stated on (B)(6) 2010 after the surgical implant reconstruction carried out on (B)(6) 2009. According to his info, the pt should have mentioned before being not able to extend his leg on (B)(6) 2010. Surgeon reported that the pt is still recovering, so that this process has not yet been resolved. It is written in the study document that this re-occurred event was classified as severe adverse event which is not necessarily related to the product.